Event description:
Caller states patient tested 3.8 inr and 3.8 inr on the coaguchek xs system while a comparison lab returned as 2.76 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect system, however caller no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). Other text : will not be returned to manufacturer.